Event description:
The customer reported out of range normal control solution test results with strips. On 8/6/96, she opened the second bottle from a box of fifty and performed a normal control test. The result was 9mg/dl. She immediately called the customer support line and, with the rep, performed two control tests. The results were 11, and 7mg/dl versus a control range of 110-164 mg/dl. The solution, another brand, expiration 5/98, was opened one month ago and was shaken vigorously before the sample was applied. Also with the rep, a check strip test was performed and the result was 82 versus a range of 76-98. The desiccant is in the open bottle.